Event description:
Customer did a blood glucose test and received a result of 42mg/dl. They drank some juice and ate donuts and graham crackers. 2 1/2 hours later they took antoehr blood glucose test and received a result of 300mg/dl. The customer took 24 units of insulin and later passed out. They were found 4 hours later. They were given juice to drink and they ate an english muffin. Paramedics were called and they checked blood glucose level and received a result of 150mg/dl. Their device read 11mg/dl. They were taken to the hospital and given an IV and ate a turkey sandwhich and drank orange juice and apple juice. No controls were being used. A request was made for the return of the suspect device and replacements were sent.